Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had foreign matter in the fluid path. The following information was provided by the initial reporter: material no: 306546 batch no: 0198247.   It was reported that two boxes same lot numbers with large bubble stuck to the plunger stopper.   Verbatim: patient family member reported found two boxes same lot numbers with large bubble stuck to the plunger stopper.

Manufacturer narrative:
B5: describe event or problem: it was reported that syringe 10ml reg pr saline 10ml fill had foreign matter in the fluid path. The following information was provided by the initial reporter: material no: 306546 batch no: 0198247.   It was reported that two boxes same lot numbers with large bubble stuck to the plunger stopper.   Verbatim: patient family member reported found two boxes same lot numbers with large bubble stuck to the plunger stopper. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-26. H6: investigation summary: a device history record review was completed for provided lot number 0198247. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, samples were returned for evaluation. Through examination of the samples, small air bubbles were observed; however, the air bubbles receded by turning slightly and gently prodding the syringe. As there were no issues detected during the production process, an exact cause could not be determined for this incident. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had foreign matter in the fluid path. The following information was provided by the initial reporter: "material no: 306546, batch no: 0198247.   It was reported that two boxes same lot numbers with large bubble stuck to the plunger stopper.   Verbatim: patient family member reported found two boxes same lot numbers with large bubble stuck to the plunger stopper . Sometimes able to flick it away other times can't. Caller feels should could have killed her brother in law/patient. Sent this complaint record to rcc complaints agent recorded issue. Emailing lead in rcc also. Awareness date of (B)(6) 2021 is the date the customer verified sending multiple samples to manufacturer plant. Additional lot numbers were sent along with reported - needing to created new complaint."